Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 with diabetic ketoacidosis and high blood glucose of 500 mg/dl. Customer stated, he was hospitalized twice but only recalled one of them. Customer experienced vomiting, nausea, confusion and dizziness. He also reported he was currently having high blood glucose of 500 mg/dl. He was given a manual injection by the doctor. During troubleshoot; it was stated, the drive support cap is protruded. Customer declined to check for site/set issues. The settings were correct. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
Ex-wife of the deceased customer called stating the customer was found dead at home. Diagnosis or official cause of death, unknown. Date of death (B)(6) 2015 however, the widow states the deceased probably passed away before that date. Inquired was there an event or illness that lead to death; stated that the deceased customer was very depressed however; the widow of the customer states it probably not trauma or suicide. Inquired when did the customer become ill or when did the event that led to the death begin, unknown. Inquired on the diagnosis, such as diabetes complications, widow of the customer states probably but not know for sure. What was the blood glucose at the time of death, per widow unknown. Document date and time of last blood glucose in the meter or insulin pump, unknown. Was the customer wearing the insulin pump at the time of death, no. How long was the customer off the insulin pump before passing? Unknown. Was the customer off insulin pump therapy due to illness or did the customer choose not to wear the insulin pump? Widow states the customers last insulin pump was messed up and that is why he was off the insulin pump. Was there another reason why the customer was off insulin pump therapy? Unknown. (Continues below) was the insulin pump removed by emergency workers? Unknown. Inquired if it is possible to upload the insulin pump now, no because this insulin pump was never used and is still in the original box. The customer received it on (B)(6) 2015 and passed away 2 days later. The widow states the customer had been hospitalized on several occasions, sometime in the ICU and sometimes just to get his sugar right, and then was discharged.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. Device passed the selftest, unexpected restart error test and displacement test. Device alarmed motor error during basic occlusion test due to loose/protruded drive support disk. It was unable to perform the occlusion test, prime test and excessive no delivery test due to the motor error alarms. Device was received with cracked case at display window corners, display window, reservoir tube, reservoir tube window and belt clip slot and minor scratched lcd window.